Event description:
It was reported that log files were submitted for review. The log file captured a driveline communication fault a alarm on (B)(6) 2024. It was recommended to verify that the modular cable connection was secure. If the cable was secure, then it was noted to have the modular cable and system controller replaced and returned for evaluation. The controller and modular cable were exchanged on (B)(6)2024. The alarms were resolved after the exchange. It was noted that cause of the alarm was identified. New log files were submitted for review from the backup controller. The log only contained 4 lines of data on (B)(6) 2024 with backup battery fault ¿ebb end service life.¿ it was noted to have the backup controller replaced as soon as possible. The reported communication fault alarms has resolved on the new controller. There were no other notable alarm conditions or parameter changes. Based on the data visible in the log file, the mechanical circulatory support (mcs) equipment was operating as intended electronically and mechanically. It was noted that no products would be returned.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.